Event description:
It is reported that the packaging had holes and a black powder substance. The surgeon opened a new stem and implanted.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. The sterilization process for this device is in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10 (-6) or better. The manufacturing lot specified in this complaint was processed according to the sterilization process parameters and met all the acceptance criteria for sterility release. Additionally, this device was packaged in a class 10,000 clean room, under a specially designed hooded packaging station that creates a class 1000 clean room environment that significantly reduces the presence of foreign contaminants. Therefore, it is highly unlikely that the presence of the foreign material found in the package would lead to any infections or other bio-incompatibility if the device had been used. The plastic bag some small holes near the middle of the bag and a black residue. The bag is also scuffed, which is likely due to the heavy implant moving in it's packaging during transport. The returned carton exhibits damage and scuff marks indicative of extensive handling during transport. Device history records indicate all components were manufactured and inspected to specification.